Manufacturer narrative:
(B)(4) removal of broken device is not labeled in the IFU. (B)(4) breakage is not labeled in the IFU. A photo of the removed segment of wire was provided. Qc verifies; "correct hookwire" 100%, "length of hookwire and hook" 100% (step 11), "hookwire deploys smoothly" 100%, "hook has correct angle" sampling inspection, "clean and not burred" 100%, "very smooth transition and correct fit between the cannula and hookwire", 100%. The following hook wire characteristics are 100% inspected per qc: length, smooth deployment, angle, and appearance. The device is shipped with instructions for use (IFU) that warns "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention". The IFU also cautions that "following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement." The IFU also adds "the hook wire should be used as a guide for the surgeon, not a retractor." From the event description this would appear to be an off-label use. Product manager states: physicians will use them to mark lesions elsewhere in the body preoperatively. I think two things could have happened here. The kopans, due to its tip configuration can advance distally or proximally depending on several factors including location, handling, pt movement and time prior to procedure. This is most likely what happened here, however, a CT or MRI should have been taken to ensure nothing was left in the neck originally. Though not likely, the bard at the tip could have broken off from the wire and migrated. This is difficult to do however as the wire is fairly durable and I have not heard of this occurring without accidental/intentional cutting during resection of the tumor. We will continue to monitor for similar complaints. No actions are taken due to insufficient risk.

Event description:
Root cause analysis timeline for sentinel event (B)(6) 2010. On (B)(6) 2010 - pt had a lymphoscintigraphy in nuclear medicine (nm). Following nm exam pt had wire localization in the ultrasound suite. Following ultrasound exam pt was taken to same day surgery (sds). Pt was taken from sds to the operating room suite. Pt presented to the operating room suite, dressing was removed, revealing no wire in place. Operating room (or) requested that ultrasound machine, tech and radiologist to the operating room. Ultrasound tech and radiologist placed another wire for localization for the surgeon. Pt proceeded to have lumpectomy. Pt returned to recovery room. Pt discharged home. On (B)(6) 2011 - approx on this date pt began experiencing symptoms from a mobile object in the neck. On (B)(6) 2011 - pt had a f/u ultrasound of head and neck for mass on neck. On (B)(6) 2011 - pt was taken to the operating room for removal of foreign body from right neck pain. Portion of the wire was removed from the pt's neck on (B)(6) 2011.